Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. The customer stated that the insulin pump was not working at the time of the event, but he did not elaborate. The customer stated that he has not used the insulin pump since the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.